Manufacturer narrative:
Patient's ID, date of birth, age, gender, and weight not provided/unknown. Event date not provided/unknown. Reporter's name unknown.

Event description:
It was reported that the implant (fnt3211) packaging was incorrectly sealed. The implant was opened and exposed. Another implant was placed in the same surgery.

Manufacturer narrative:
One full osseotite tapered implant (fnt3211) was returned for inspection. The implant packaging (outer box and outer tray) was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015 sterility: all dental implants are supplied sterile and are labeled ¿sterile¿. All products sold sterile are for single-use before the expiration date printed on the product label. Do not use sterile products if the packaging has been damaged or previously opened. Do not re-sterilize. Storage and handling: devices should be stored at room temperature. Refer to individual product labels and the surgical manual for special storage or handling conditions. The complaint is non-verifiable, as the implant packaging was not returned. There were no photographs of the exact details and condition of the packaging as received by the customer. There were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. A singular cause cannot be determined. The following sections have been updated: patient ID not provided/unknown. (B)(4). UDI number: (B)(4).